Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. Following pre-dilatation of the lesion with a 1mm balloon catheter, a 3mm x 20mm x 144cm coyote&#10245;s balloon catheter was advanced for further pre-dilatation. The balloon was initially inflated at 12 atmospheres; however, on the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and dilatation was performed with a 3mm non-bsc balloon catheter and a stent was deployed. Post-dilatation was performed and the procedure was completed. No patient complications were reported and the patient's status was good.